Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a connector issue. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the implantable pulse generator (ipg) was attempted but not used. The characteristic "click" was not heard when tightening the setscrew. The physician attempted to loosen the setscrew, but the entire screw came out of the grommet. The device was removed and replaced. It was noted that the color of the header was "yellowish" and did not conform with the standard color. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.